Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 10.0-12.5cm from the electrode tip. Silicone insulation was abraded and rv and sensing conductors were visible. External insulation abrasion was found at 15.5-16.2cm from the electrode tip. Etfe coating was intact at this location. Internal insulation abrasion was found at 8.4-9.2cm from the electrode tip. The etfe coating was intact but the inner coil was exposed. This damage is consistent with the observation from the field of noise.

Event description:
It was reported that externalized conductors were observed via x-ray. Noise was noted. Lead was explanted.